Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime during the prime test due to a loose and protruded drive support disk. No alarm was noted for a loose or protruded drive support disk. The insulin pump had minor scratches on the display window corners, a broken belt clip slot, cracked reservoir tube lip.

Event description:
Customer reported that insulin was squirting out during the manual prime and that he received an alarm for a loose drive support cap. The blood glucose reading was 144 mg/dl. He stated that insulin would continue to drip from the tubing after the motor had stopped. He also received an alarm for an empty reservoir. Nothing further was reported.